Event description:
The customer contacted physio-control to report that during a patient event involving an (B)(6) old male who was in ventricular fibrillation (vf), that their device would not deliver defibrillation shocks. At the time of the event the patient, who has a history of heart disease, was in the hospital's catheterization lab for an unknown medical procedure. The risk manager at the customer facility advised physio that the device's end user was able to successfully charge the device up to 200 joules, but when the shock button on the hard-paddles, or the device, were pressed the unit would not deliver the defibrillation shocks. This occurred twice. Before the end users could obtain a back-up device, the patient's pulse rapidly returned and the patient's heart rhythm converted to a normal sinus rhythm on its own. No defibrillation shocks were necessary with the back-up device and the procedure continued without any further incidents. There were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). The biomedical engineer at the customer facility advised that he had tested the device and was unable to duplicate the reported issue. The biomed requested that physio-control examine the device as well. Physio evaluated the customer's device but was also unable duplicate the reported issue. The device charged and provided defibrillation energy when prompted. A review of the electronic patient record from the event showed that the device did charge twice for defibrillation, but in both instances the charge was removed for reasons unknown, shortly after the charge had completed. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.